Event description:
The customer reported that a bradycardia event that did not alarm at the central nurse's station (cns) nor the bedside monitor (bsm), after which the involved patient was reported as deceased. The customer also stated that they tested the bsm and that it worked as intended, prompting them to believe that the device was silenced by their staff. The patient had an alarm condition that did not alarm at the cns.

Manufacturer narrative:
The customer reported that a bradycardia event that did not alarm at the central nurse's station (cns) nor the bedside monitor (bsm), after which the involved patient was reported as deceased. The customer also stated that they tested the bsm and that it worked as intended, prompting them to believe that the device was silenced by their staff. The patient had an alarm condition that did not alarm at the cns. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the mu-631ra: cns: model #: pu-681ra, serial #: (B)(4), device manufacturer data: 10/07/2020, unique identifier (UDI) #: (B)(4). Bsm: model #: bsm-1753a, serial #: (B)(4), device manufacturer data: 07/08/2019, unique identifier (UDI) #: (B)(4).